Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the site reported an issue with the surgeon side console (ssc) that was connected to the vision side cart (vsc). The main issue was that the vessel sealer (vs) instrument was not functioning properly with the e-100 and would not perform cutting with the erbe. The site experienced several issues with the ssc and had already restarted the system during the procedure before reaching out. The surgeon switched to another ssc, where the vs worked without issues. The procedure was converted to another dv with no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 2 for failure analysis investigation. The unit was analyzed and upon visual inspection the rubbers on the grip pads were missing on the mtm that would be related to the reported event. The mtm was installed onto a pftp where all test passed. As a result of these findings, failure analysis was able to conclude that the grip pads were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.